Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. When the clip introducer (ci) was inserted into the steerable guide catheter (sgc), blood was noticed to have entered the ci; therefore, the ci was removed from the sgc. The physician flushed the ci and it was confirmed that a leak occurred in the hemostatic valve of the ci. The clip delivery system (cds) was not used and was replaced. Two clips were then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported leaks was due to the observed torn silicone valve in the clip introducer. However, a cause for the torn silicone valve cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.